Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random motor errors. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches on screen that impairs visibility of data. Customer stated that the insulin pump had diminished battery life and it was louder during rewind. The insulin pump will not be returned for analysis.